Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-643a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 66,211 joules and 9:42 minutes the fiber was exchanged. The tip of the first fiber was cleaned during the procedure. The reason for exchanging the fiber was not reported. At 388,169 joules and 41 minutes the second fiber "stop working". The procedure was completed using third fiber. No injury to patient was reported. This report is for the second fiber used.